Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to sections b5 and h6.

Event description:
A lens repositioning procedure was completed (B)(6) 2026 and the light adjustable lens (lal, sn (B)(6), +19.0d) was flipped into the correct orientation.

Manufacturer narrative:
The manufacturer's reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +19.0d) was implanted backwards during primary cataract surgery.